Manufacturer narrative:
The lead was surgically abandoned. As the lead will not be returned, the clinical observations cannot be confirmed.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited impedances greater 1500 ohms, and was suspected as having a fractured conductor. In a revision procedure the lead was surgically abandoned and successfully replaced by a new lead. No adverse patient effects were reported.